Event description:
It was reported to boston scientific corporation that a radial jaw 4 single use biopsy forceps large capacity was used during an egd (esophagogastroduodenoscopy) procedure performed on (B)(6) 2009. According to the complainant, during the procedure, the complaint device was used to retrieve one biopsy sample. After removing the device from the pt, the nurse indicated that the jaws would not open, but rather flip flopped from side to side in a closed position, making it difficult to retrieve the sample. The sample was eventually accessed and determined to be an adequate specimen. The site decided to use another radial jaw 4 single use biopsy forceps large capacity to obtain additional samples and complete the procedure. There were no pt complications reported as a result of this event.

Manufacturer narrative:
(B)(4) (jaws, flip flop of). (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).